Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. It was initially reported the devices would be made available, but to date have not been returned to customer quality. Review of provided patient x-rays confirms liner disassociation. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Additionally, research using depuy erp systems indicate that several other devices from the reported lots have been delivered and are considered successfully implanted as no other reports have been received. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. In this case 4 of the ard's of the polyethylene liner have fractured as well as the loaded edge. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended leading to a fracture of the material and subsequent disassociation of the liner from the cup. Review of patient x-rays confirms the reported disassociation of the liner from the cup. An edge loading situation has been confirmed as well as visually noting the femoral head is eccentrically loaded within the cup. The acetabular positioning appears to be more vertical than what is considered optimal. Although the abduction angle of the acetabular cup appears to be vertical, the angle cannot be properly determined to identify proper placement with the x-rays provided; the bilateral ischial tuberosities must be visualized to measure abduction angle, and only one is seen in the x-rays provided. The patient is a reported female born (B)(6) 1934. No further demographics made available. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. Review of device history records by depuy warsaw and depuy international found no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner separation form pinnacle acetabular implant requiring revision to replace implant and soft tissue debridement for associated metallosis.